Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at .08670 inches. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with broken off the belt clip rails. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a frozen display, keypad anomaly and insulin pump not allow delivery while in auto mode. The customer¿s blood glucose level was 14.9 mmol/l. Customer was performed self test and it was completed with no error message and it passed. Troubleshooting was done for keypad anomaly and frozen display. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.